Manufacturer narrative:
(B)(4). The exact occurrence date is unknown, however the event occurred in (B)(6) 2013. Evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional relevant information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, an evalaution could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
A customer reported one y-type bladder irrigation set that had a leak. The irrigation set had appeared to be different and had red caps over the ends of the tubing (spikes). The customer reported holes in the caps which allow for a leak when a tubing spike was not used. There was no report of patient involvement; therefore, no patient injury, medical intervention, nor adverse reaction is associated with this event. No additional information is available at this time.